Event description:
Additionally patient reported left side "swelling, lump, and pain."

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., b.6.

Event description:
Patient reported a left side rupture. Additionally patient reported left side "swelling, lump, and pain." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side rupture. Device remains implanted.

Event description:
Patient reported a left side rupture. Additionally patient reported left side "swelling, lump, and pain." Device has been explanted.

Event description:
Patient reported a left side rupture. Additionally patient reported left side "swelling, lump, and pain." Device has been explanted.